Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the side of the bag. The leak was discovered prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H4: the lot was manufactured from may 09, 2022 - may 10, 2022. H10: the device was received for evaluation. Unaided visual inspection was performed which observed a tear at the lower left side near the edge in the back of the bag. A functional testing was performed which revealed a leak in the affected area. Magnified inspection verified a tear/hole where a leak occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted on both of the suspect lot numbers and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.